Event description:
It has been reported to philips that the system had shut down three times. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the reported issue was the system's geometry failed intermittently. The system was in clinical use for a planned coronary procedure when the issue occurred. The procedure was completed by restarting the system. A philips field service engineer (fse) visited onsite and identified a loose ethercat cable on the geo I/o module in the r-cabinet. To resolve the issue, fse replaced the ethercat cable . After replacing the cable, the system was returned in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the occurrence of a malfunction that could have cause death or serious injury in case of recurrence. Since that time, new information has been received that has lead to a re-evaluation. The procedure could be continued as planned after a restart. A loss of system movements that is restored with one warm or cold restart, allowing for the continuation of the procedure, is unlikely to result in death or serious injury. Therefore, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.